Event description:
Respiratory therapist noted on routine check that ventilator was reading high expiration volume. Rn bagged pt with 100% oxygen while therapist tested ventilator. Readings were still high. Ventilator removed from svc and placed pt on a different ventilator. No adverse pt event.